Event description:
Device malfunction: difficult to insert exchange sheath. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, it was difficult to attach the clip applier to the exchange sheath. The sheath splitter was bent outward and did not allow the two to engage. An attempt was made to bend it back, but it would not engage with the exchange sheath. The guide wire was reinserted and a second starclose se was used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete the lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.